Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 1 mg/day) via an implantable infusion pump. It was reported that the catheter was aspirated and no flow was obtained. It was noted that the patient has no pain relief and the catheter was replaced. The explanted catheter was discarded of and the issue was resolved; the patient was reported to be alive with no injury. No further complications have been reported as a result of this event.